Manufacturer narrative:
Evaluation summary: this device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.

Event description:
Image oversaturation, pcb defective. Led-pcb does not adjust the light, after test with new pcb no more problems. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.